Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the "defibrillator started to make a sound like a buzz signal on the phone." It was also reported, a recent device check revealed "the battery life was just fine." It was determined there was a right ventricular lead warning for impedance. Additional information was requested, and it was learned there were minor fluctuations in impedance and the impedance had increased slightly above the alarm setting. Re-programming of the alarm setting was performed. The lead remains in use and no patient complications have been reported as a result of this event.